Event description:
Per the clinic, the patient experienced an infection at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient was placed under general anesthesia to washout the infection and underwent skin flap rotation surgery on (B)(6) 2024.